Event description:
The account alleged that the head section will not go up. No patient impact.

Manufacturer narrative:
The account replaced the head up valves and the issue remains. The account replaced the hydraulic manifold to resolve the issue.